Event description:
On (B)(6) 2013, the patient contacted animas and alleged that the pump is not delivering basal insulin and her blood glucose (bg) level has risen to 500 mg/dl with mild thirst. She is giving injection insulin and bolusing from pump to bring bg down. Bg at time of this call is 260 mg/dl. Customer support (cs) review found that there were no alarms and the tdd is correct, but the patient insists she is not getting the basal insulin. Cs advised pt to get off pump and on an alternate method of insulin delivery. On (B)(6) 2013, the patient contacted animas again and reported that, since her call on (B)(6) 2013, her bgs have been perfect. Patient states she has not made any changes to her pump or lifestyle. Pt reports the next day bg were good and have remained good. Patient feels it was just "a bad day." And reportedly will see her endocrinologist next week. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.